Event description:
Drager anesthesia was on location to repair anesthesia machine the previous evening. The morning hours of (B)(6) 2012, the machine oxygen flow was found not working even though the machine passed all pre-anesthesia testing and the digital readout indicated positive flow. There was zero oxygen flow. The patient injury occurred. A catastrophic patient injury was averted.